Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead exhibited high pacing impedance. The lead was not used and a new lead was implanted. The patient was in stable condition.